Event description:
It was reported the customer received low battery and weak battery alarms. The customer's blood glucose level was 103 mg/dl. The customer also reported that the insulin stopped delivering. He was advised to monitor the insulin pump and call back if problems recur. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.